Event description:
A healthcare provider (hcp) reported that a patient implanted with an implantable neurostimulator for post laminectomy pain and spinal pain experienced spinal cord compression in (B)(6) 2016 confirmed with a (B)(6) study, and the device was explanted on (B)(6) 2016. No additional information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.